Event description:
A (B)(6) male patient called zoll customer support to report that he was having problems with his battery packs. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery problems) was confirmed. As received, the charger/modem was resetting. The cause for the resets was a shorted u13 (8-bit cmos flash micro-controller) component, u9 (single p-channel 30 v, 0.014 ohm mosfet) and a shorted q1 (current controlling transistor) on the bedside board. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the shorted components. The patient was issued a replacement charger/modem.